Event description:
Additional information received from the consumer reported that they went to the ER and had to have a CT scan. The patient had extremely high stimulation with the CT scan. The patient was able to shut off the device after getting access to their controller and was going to have their device off for any future scans.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. Patient mentioned they had a CT scan yesterday, had unbearable constant stimulation during the CT scan and agent reviewed the information for prescribers (ifp). Agent asked and patient mentioned they did not have their programmer with them at the time of the CT scan. Patient unlocked the controller, controller showed in MRI mode and showed full body eligible. Agent reviewed MRI eligibility with patient and how to exit MRI mode. The troubleshooting steps taken on call resolved the issue.